Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that crystal-like foreign matter was found on the bd¿ blunt fill needles. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Three hundred (300) samples of lot 180611 (unopened package) were returned in support of this complaint. Visual examination under microscope reveal a 2-3 needle with small solid white beads. Samples were sent to characterize ftir but not enough material was found to characterize it. The identified foreign matter could be solid glass beads which is used during cannula process to polish bevels. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: not enough cleaning after polish step in cannula manufacturing process.

Event description:
It was reported that crystal-like foreign matter was found on the bd blunt fill needles. There was no report of exposure, injury, or medical intervention.